Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that prior to the operation for the patient, the inlay optima ureteral stent was ruptured upon opening of the package.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was provided which showed a break in the body of the stent but did not appear to be completely separated. The ureteral stent was returned in the opened original packaging. An evaluation of the physical sample was completed. Visual evaluation of the sample noted a separation in the middle of the stent; the separation did not go all the way through the sample and is smooth with no jagged edges, this is usually seen when the sample is cut with a sharp object. No discoloration or stretching of the material was noted. The suture also appears to be cut due to no stretching or discoloration. All measurements were within specifications the tip inner diameter was measured using a pin gage and found to be 0.039" and the outer diameter measured 0.0621" using a laser micrometer. A 0.035" guidewire passed through both parts of the sample with no resistance. Although a specific root cause cannot be determined, based on the risk document a potential root cause for this event could be, "user does not handle with care, bends sharply". As no patient involvement was reported the device was not used on a patient, however, it is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the inlay optima ureteral stent instructions for use, baw7644181 revision 1, was reviewed and found to be adequate as it states: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that prior to the operation for the patient, the inlay optima ureteral stent was ruptured upon opening of the package. Also stated that an extra operation or drug therapy was included for this incident. Per follow up via ibc on 09sep2022, there was no patient involvement. A new device was replaced.